Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, though it was noted that there was dried blood in the lumen of the lead, likely induced during explant. Analysis was unable to confirm the allegation of threshold issues as the lead passed all electrical tests. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. A revision procedure was performed in which the physician attempted to reposition the lead, but was unable to obtain adequate thresholds. The lead was then explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.